Event description:
It was reported that the patient presented for an implantable cardioverter defibrillator (ICD) implant procedure. During the procedure, it was noted that the guidewire failed to advance in the left ventricular lead. The lead was not used and replaced. The patient was in stable condition.

Manufacturer narrative:
The reported event of failure to advance guidewire was not confirmed. Final analysis found that as received, a complete lead was returned in one piece. A guide wire was able to be fully inserted inside the lead and removed without difficulties. The s-curve height was measured within specification. Visual and x-ray examinations did not find any anomalies.